Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open sigmoid cancer procedure, in the second firing during anastomosis, the staples did not form the ideal b shape. It was also stated that the cut did not occur. The handle broke off as well. The staple line was manually sutured to fix the issue.